Event description:
This lead was implanted on (B)(6), 2009 and still remains implanted at this time. It was noted on (B)(6), 2016 that the lead's impedance measurements have increased to 1750 ohms. The impedance measurements have gradually increased to from 650 ohms in the beginning of (B)(6) to 1700 ohms in mid-(B)(6). The threshold of the lead had also increased from 1.4v@0.4ms to 1.7v@0.4ms. The physician was dr. (B)(6) at (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).